Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was cardiac related. An autopsy was not performed. The patient was not hospitalized prior to death. It was reported that the patient was performing (pd) therapy at the time of death and that the patient was connected to the hc device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log review was performed and there were no keystrokes, programming, use related or increased intraperitoneal volume events that would indicate and/or contribute to the reported problem. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional testing and was determined to meet performance specification requirements. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was completed successfully on the device. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.